Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a follow up MDR will be submitted following completion of the plant's investigation.

Event description:
A patient reported a fluid leak that was noted when cancelling the treatment. The cycler was replaced. A follow up call was made to the patient's nurse who confirmed that there was no patient injury and no antibiotics were provided. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.